Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7216216.

Event description:
It was reported that the patient had an infection around the leads at the skin insertion site following a lead pull. Signs and symptoms of fever and pain at the back were noted. Computed tomography scan revealed contrast of fluid in the patients back. The patient was placed on antibiotics.